Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the pca pump administered too much medication. Per the healthcare professional, the administration rate seemed high. As a consequence, the patient oxygen levels were low, but there was no harm to the patient.